Event description:
Note: this report pertains to first of two dreamtome rx 44 used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, after applying current, the cutting wire of the dreamtome rx 44 broke, which was not possible to finish the procedure. A second dreamtome rx 44 was used; however, the same problem happened. It was reported that no part of the devices was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photos of the complaint devices outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.